Event description:
On (B)(6) 2002 had a hep tha right secondary oa. On (B)(6) 2010, a lytic lesion occurred on my femur and also where the screws on pelvis holding the tha cup were. MRI confirmed. Was told that the toxicity of the polyethylene liner leaked into my body and caused toxicity inflammatory femur. Process - bone rotting lysis femur and pelvis. Surgery was required to drill out the "rotting bone" and replaced with cadavers. (B)(6). The liner had to be replaced and screws removed by (B)(6). No guarantee that the lysis will continue or quit. Are there other cases like this? Please call me. Event stopped: yes. Surgery (B)(6). Defective components - serious outcome - future potential for bone lysis. Event reappeared after reintroduction: no.